Event description:
On (B)(6) 2013, the l popliteal was atherectomized. The turbohawk lsc was then used in the entire sfa and proximal-mid popliteal (6 planes/passes). Due to the extreme calcification at least 50% residual disease/calcification remained post procedure. Difficulty was encountered in removing the turbohawk over the wire and at the tip of the guide a 2mm portion of the turbohawk was sheared off. The turbohawk tip passed into a quaternary branch off the sfa and cfa in a physiological inconsequential location. For this reason complex snare use for retrieval was not performed. The patient tolerated the procedure well despite this issue. Evaluation of the returned device indicates a guidewire prolapse around the tip of the turbohawk causing it to detach.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.